Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v598061, implanted: (B)(6) 2011, product type lead (x). (B)(4).

Manufacturer narrative:
Additional information indicated fdm 37 should be added to the report.

Event description:
It was reported that there was lead migration on the patients 36 month visit and was confirmed by x-ray¿s. The direction of the migration was retracted approximately 0.8 centimeters. It was noted that there was a loss of efficacy. No actions were taken and there was no outcome at the time of the report. It was unknown if the loss of efficacy was related to the lead migration. Additional information received reported a loss of efficacy and the outcome was ongoing. The patient symptoms included increased urinary frequency, urgency, and incontinence. Additional information received reported the device was the left lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the insulation on the proximal end of the lead body was pulled back during explant exposing conductive fibers.

Manufacturer narrative:
Analysis of the lead found that the lead body conductor had a short between circuits from overstress/damage. There was a short between #1 and #3 circuits, suspected at the conductor stretched site.

Event description:
Additional information received reported that additional programs were added on (B)(6) 2014. Later it was reported that the patient experienced increased urinary urgency, frequency, and incontinence and reprogramming was ineffective. There was no patient death or injury. The patient's status after the device was removed was recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v598061, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported during removal of the stimulator they noticed the insulation on the proximal end of the lead body had been pulled back and the conductive "filar's" were exposed. There was no complaint of uncomfortable stimulation. Stimulator and lead were replaced. This information was previously reported in regulatory report 3007566237-2014-03843. Additional information was received indicating that the two events are the same. Any additional information will be reported in this regulator report. Additional information received reported that the reason for the replacement was loss of efficacy and battery depletion. Post-operative programming yielded all desired outcomes.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported from the healthcare professional (hcp) reported that the event was lead migration. At the patient's 36 month visit the x-ray report from this visit noted that the lead had retracted approximately 0.8 cm.